Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the pod failed to adhere and reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause the dislodging of the cannula. Thus, the exact cause of the reported dislodging could not be determined. Additionally, the adhesive welds were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issue could not be determined. An 0x12 alarm was found in the device data, indicating reset caused by low voltage detect. No timeouts or drive stalls were observed in the downloaded data. The device was reset and delivered a 5u bolus. The rerun data did not generate any alarms and did not show any timeouts or drive stalls. Investigation of the device did not find any damages or defects that could contribute to the observed hazard alarm. Therefore, a root cause could not be determined for the hazard alarm.